Event description:
A healthcare provider (hcp) reported the device was non-operational/not working, but had no further information regarding this. No patient symptoms were reported. Relevant medical history includes rsd/causalgia-complex regional pain syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and it was reported that the patient¿s system was ¿not working.¿ the hcp reported that the patient¿s device hadn¿t been working for 1.5 years. The hcp reported that they did not have any further details or managing physician¿s name. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.